Event description:
Evaluation summary: the device was explanted during surgical conversion due to an aortoesophageal fistula. The patient was originally implanted for a l arge descending thoracic aortic aneurysm. Two-months post-implant the patient presented with abdominal discomfort and gi bleeding, and was found by endoscopic evaluation to have developed an aortoesophageal fistula requiring immediate surgery. During surgery it was reported that there was a severe inflammatory reaction around the entire stented area of descending thoracic aorta. The aneurysm sac appeared to be thin and the esophagus was adherent to the aneurysm sac. Upon separation of the esophagus from the thin aneurysm wall massive bleeding started. The bleeding was eventually controlled; the patient was placed on cardio-pulmonary bypass with induced deep hypothermia. After removing a portion of aneurysm sac and the stent graft, the eroded esophagus segment was visualized. The leaking aneurysm segment was repaired with a 28- mm hemashield tube graft. After the release of the cross-clamping there was extremely poor cardiac contraction as temporary pacing wires were placed. The cardiac contraction gradually deteriorated, difficulty in ventilating both the lungs became a significant problem, and eventually the patient became non-responsive to external temporary pacing wire stimulation. The patient expired the evening of the procedure; autopsy was not done as per the patient family's request. Medtronic received films at pre-implant and just prior to conversion which were evaluated by an independent contracted physician and the following interpretation was provided: "the pre-operative CT scan is reviewed. There is a saccular aneurysm in the mid-descending aorta. There are excellent proximal and distal landing zones for placement of a thoracic stent graft. On follow-up imaging, there is air around the graft in the location of the aneurysm and stent graft. This is consistent with an infection and the clinical presentation of an aortoesophageal fistula. No abnormalities of the stent graft can be seen. Impression: development of an aortoesophageal fistula; I cannot see a reason for this from the stent graft." From the examination of the returned device the exact cause of the aortoesophageal fistula could not be determined. Three, 1.4 - 1.7 mm length tears were seen on the proximal portion of the stent graft (springs 1 - 2). The cause of the tears were likely abrasion related. It is unlikely that these tears contributed to the events, as the tears were most likely covered by thrombus. Two lengthwise fabric cuts were also observed on the mid-length of the stent graft, and most likely occurred during device excision at explant. No other device integrity issues were seen.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (conversion to open repair, erosion with fistula, death), (cause of event is unknown). Evaluation conclusions: (cause of event is unknown).

Manufacturer narrative:
(Film evaluation).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately 2 months ago. It was reported that the patient presented emergently complaining of chest pain and also had a gi bleed. A scan was done and an aortoesophageal fistula was identified. The decision was made to open the chest and during the open repair, the patient expired.